Manufacturer narrative:
On 9/4/2019, mentor received additional information indicating the patient's previously reported device was actually a mentor memorygel breast implant 325cc. Catalog#: 3503251bc, serial#: (B)(4).. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 300cc (left) and mentor smooth round moderate profile 350cc (right) and experienced a rupture on the left side and bilateral ptosis post-operatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 200cc, catalog# 3502004b, serial# (B)(4)(left) and mentor memorygel breast implant 225cc, catalog# 3502254bc, serial# (B)(4) on (B)(4)2019. This report is for the right side device.